Manufacturer narrative:
As a result of this report, a stryker quality assurance engineer made multiple attempts to gather further information regarding the event. These attempts included email communication on july 11th, 2024, and august 1st, 2024. As no response was received, a third attempt email was sent on september 30th, 2024 requesting the customer to respond with the requested information. It was determined by a panel of stryker risk experts that there was likely no injury with the patient as it was not reported by the customer. Additionally, the alleged issue of the device's xps wing/siderail collapsing due to too little/lack of holding force could not be confirmed, as the device was not evaluated by stryker. Multiple attempts have been made to gather further information surrounding the event, product details, and resolution with no response received. Should a response be received, this complaint may be reopened and updated accordingly.

Event description:
It was reported that a bariatric patient was being transported and fell from the device, as it was alleged that the device's siderail could not support the weight. No additional information was provided on whether the patient sustained any injuries, as a result of the fall.

Event description:
It was reported that a bariatric patient was being transported and fell from the device. No additional information was provided on whether the patient sustained any injuries, as a result of the fall. Attempts are being made to gather additional details from the user facility.